Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately 30 seconds at 16:06pm on (B)(6) 2018, which is not sufficient time to replace the reagent; and the station properties were reset at 16:06pm on (B)(6) 2018. A user affirmed in the instrument software that the ethanol concentration in bottle 5 was to be set to the default concentration of 100% at 16:06pm on (B)(6) 2018. Although a user affirmed in the instrument software that the ethanol concentration in bottle 5 was to be set to 100% at 16:06pm on (B)(6) 2018, the actual ethanol concentration of the reagent in bottle 5 remained unchanged at 66.6% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. As the reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type, the reagent in bottle 5 (ethanol) was used for the final dehydration step in each of the "2 hr same day processing" protocol started in retort a at 16:56pm on (B)(6) 2018; the "2 hr same day processing" protocol started in retort b at 18:34pm on (B)(6) 2018; and the "factory 4hr xylene standard" protocol started in retort a at 19:55pm on (B)(6) 2018. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the protocols from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 16:06pm on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottle 5 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris (B)(4) user manual in either instance. The leica peloris/peloris (B)(4) user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On (B)(6) 2018, leica biosystems received a complaint involving under-processing of 60 tissue samples comprising gastro-intestinal, breast, skin and bone marrow, which had been identified following processing. The complainant advised that approximately 50 of the affected samples had been re-processed using a four (4) hour biopsy protocol; "alcohols" had not been replaced "in a few months"; fat was floating on the reagent in station 5 and the instrument was continuing in routine use after all reagents had been replaced. A leica applications specialist-core histology (fss) and a leica field service engineer (fse) visited the laboratory on 08 and 09 march 2018 respectively, in order to investigate the circumstances involved in this complaint. The fss documented that the complainant had replaced the reagent in "some" bottles following the identification of sub-optimal tissue processing; the complainant had reported that reagent had not been replaced in any bottle on (B)(6) 2018; no bottle change had been recorded on laboratory qc log for (B)(6) 2018 and the affected tissue samples were derived from a processing run started in retort a on (B)(6) 2018 at 16:56pm and all subsequent processing runs started before reagents were replaced. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer; and found that the variance between the measured concentration and that calculated by the instrument software was within acceptable limits in all instances. On 20 march 2018, leica biosystems (B)(4) received information that two (2) cases involving skin samples were not diagnosable, and re-biopsy had been recommended for both patients. On 31 march 2018, leica biosystems (B)(4) received the patient identifier; date of birth; and gender for the two (2) patients for whom re-biopsy was recommended. Refer to MFR. Report# 8020030-2018-00014 for details of the other patient involved.